Event description:
The customer stated that she opened a new carton of test strips and found the cap already open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read e11 (confirms exposure) and an average of 28 mg/dl high, out of spec. Results were satisfactory using iqa retention reagent.